Event description:
It was reported that air bubbles or gaps were observed in the tandem mobi cartridge during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.